Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an error alarm on the insulin pump. Customer also reported a button error alarm and stated that there was an unexpected restart on the insulin pump. Customer reported that the insulin pump may have been exposed to moisture from her sweat. Customer's current blood glucose reading is 246 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed error test. No alarm noted. The insulin pump received with minor scratches on display window, cracked display window corner and cracked reservoir tube lip.